Event description:
Baxter received a report that the set was separated from the twin bag 2 l unexpectedly while the patient was changing the bag by clean flash . The connector cover was not attached. There was no patient injury or medical intervention. The actual sample is available for evaluation.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one used set with a cap on the spike, no cap on the patient connector, and extra parts from the bag set in reference to separated. Functionally hand tightened a ((B)(4)) lab titanium adapter without difficulty. The set was then tested underwater and no leaks were noted. During visual inspection no manufacturing abnormalities were noted. The reported condition could not be confirmed in the lab.